Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report : 3013886523-2022-00170. A physician reported two hakim valves were implanted in a (B)(6) year-old female patient via v-p shunt in 2020 with unknown setting. Both valves were implanted at the same time. On (B)(6) 2022, the set pressure of the valves could not be changed, and x-ray examination confirmed ventricular enlargement. A cerebrospinal fluid drainage is being performed. In he first week of april a revision surgery was performed, one valve was replaced and the patient recovered. The other valve has a poor change in the set pressure, but since no obstruction has been confirmed, it remains implanted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 823842) was returned for evaluation. Device history record (DHR) - the product code 82-3842 with lot 3808242, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; proximal connector not returned with the valve, small cut/tear in the silicone housing on the siphon guard was noted and a needle hole in the needle chamber. The position of the cam when valve was received was 150mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. A metal connector was attached to the valve. The valve was flushed and the valve passed the test no occlusion was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The siphon guard was removed. The valve was then pressure tested at 150mmh2o passed the test. The cam mechanism was gently moved. The valve was retested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the spring pillar, on the cam mechanism and on the base plate. The valve passed the test for reflux, siphon guard and magnets. The root cause for the issue reported by the customer is due to the biological debris and protein build up interfering with the valve mechanism. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the missing proximal connector could not be determined as the connector was not returned for investigation, it could possibly be due to user¿s error no defects were noted with the silicone housing at the proximal end.